Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited a loss of sensing. It was noted that the lead was implanted normally and there was sensing initially. A new lead was implanted and tested. The initial lead was implanted again. The lead exhibited no sensing. The lead was explanted and replaced successfully. The patient was stable post procedure and would continue to be followed normally.